Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the foley catheter was placed, there was no urine output. The catheter was removed once, and when tried to insert saline into the catheter drainage lumen, it did not go in.

Event description:
It was reported that after the foley catheter was placed, there was no urine output. The catheter was removed once, and when tried to insert saline into the catheter drainage lumen, it did not go in.

Manufacturer narrative:
On ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. The reported event is confirmed manufacturing related. CAPA 11881143 was initiated to address the reported event. Visual evaluation noted upon visual inspection blockage point can be seen in the drainage funnel of the catheter. Also received 6 photo samples: first photo sample shows the top view of the catheter, syringe, and drainage bag used for the reported event second photo sample shows top view of catheter third photo sample zooms in on end of the catheter with deflated balloon fourth photo sample shows sample port fifth photo sample shows inflation cap present sixth photo sample shows date code present on bag therefore, the reported event is confirmed and does not meet specifications per (B)(4) revision 13 which states, "the transition between the tube and the funnel must be smooth and fully adhered to the tube". UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the foley catheter was placed, there was no urine output. The catheter was removed once, and when tried to insert saline into the catheter drainage lumen, it did not go in.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. Correction: d, f, h. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.